Event description:
Reported device = 259 mg/dl at 4:43 pm. At 5:45 pm, device = 491 mg/dl. Customer went to the hospital at approximately 6 pm. At 6:52 pm, hospital device = 139 mg/dl. Customer's device = 285 mg/dl. Lab = 131 mg/dl. No treatment was received. Customer was released. Controls were used, however values were not provided. A request waa made for return product and replacement product was sent.